Event description:
A (B)(6) male pt contacted zoll customer support to report a damaged cable. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was no evident damage to the cables, but the green (+3.3v) wire was found to be open inside the trunk cable. The root cause of the test failure is the open green wire. The root cause of the open green wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.